Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs pro serial number (B)(4) compared to a laboratory using neoplastin reagent. Patient 1 result from the meter was 6.4 inr and the result from the laboratory was 3.5 inr. The therapeutic range was 2.0 to 3.0 inr. Patient 2 on (B)(6) 2018, the result from the meter was 5.0 inr and the result from the laboratory was 2.4 inr. The therapeutic range was 2.0 to 3.0 inr. There was no allegation of an adverse event. Retention test strips (297794) were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.